Event description:
It was reported that, prior to an upgrade procedure from this implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a ventricular fibrillation episode and a 41 joule shock was delivered and successfully converted to normal sinus rhythm (nsr). During device interrogation, a code 1004 indicative of short circuit during shock delivery was observed. The patient was hospitalized for a few days for further evaluation. During telemetry, there was no error code noted. Electrical measurements were within normal trends except for one anomaly r-wave. At this time, the upgrade procedure was placed on hold. The patient will continue to be hospitalized until the upgrade procedure is performed. This device and right ventricular (rv) lead remains implanted but electrically deactivated. Subsequently, this device and lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies/an arc mark on the device case. Review of device memory found a shorted lead error code had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. With the plasma fuse damage, this device can no longer charge and deliver a shock.

Event description:
It was reported that, prior to an upgrade procedure from this implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a ventricular fibrillation episode and a 41 joule shock was delivered and successfully converted to normal sinus rhythm (nsr). During device interrogation, a code 1004 indicative of short circuit during shock delivery was observed. The patient was hospitalized for a few days for further evaluation. During telemetry, there was no error code noted. Electrical measurements were within normal trends except for one anomaly r-wave. At this time, the upgrade procedure was placed on hold. The patient will continue to be hospitalized until the upgrade procedure is performed. This device and right ventricular (rv) lead remains implanted but electrically deactivated. Subsequently, this device and lead were explanted and replaced with a competitor. No additional adverse patient effects were reported.